Manufacturer narrative:
The insulin pump had cracked case at display window corner, belt clip slot, minor scratched display window. Moisture damage was found on the electronics and motor.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer reported that there was fluid under the lcd. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.